Event description:
A clinical application specialist observed the laser stopped firing during surgery. The system operator was able to abort the procedure, reloaded the shot pattern and the surgeon was able to complete the surgery. During follow-up with the system operator stated the surgeon was satisfied with the patient's outcome and the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladar6000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager, (tm) was unable to duplicate the report laser stopped firing, but was able to identify the event as reported in the surgery database. The tm performed a thyratron optimization and a successful system verification. No parts were replaced or returned for eval. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron. This report mailed in to FDA on: 07/09/2008.